Event description:
Procedure type: low anterior resection. According to the reporter: stapler misfired and bended. The surgeon feels the tissue may have been too thick for the reload selected. The reload loaded and fired then bent. The anvil was bent. There was poor staple formation. Had to go a little deeper for ta transection after procedure converted to open. There was no tissue damage. There was no bleeding reported in excess of 500cc. Surgical time was extended by more than 30 mins. No buttress material was used.

Manufacturer narrative:
(B)(4).